Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the air/water cylinder. The additional evaluation findings are as follows: due to wear of the flexibility adjustment mechanism o-ring, water tightness was lost, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had discoloration, the guide pin of the electrical connector was missing, the light guide lens had a chip, the adhesive on the bending section cover had a crack, the connecting tube had a wrinkle, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii colonovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring by wear of the o-ring. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. -the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual. Chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.